Event description:
Forty mins into run c/o feeling drained and thinks bp down 93/54 earlier bp 132/68. Seven minutes later, c/o of sob and pt pale. States "blood sugars have been all over the place." Bs 141, o2 sat 90% to room air. Dose or amount: l 3000, h 1500, frequency: every dialysis run, route: IV. Diagnosis or reason for use: crd.